Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer evaluated the unit and replaced drive manifold (104-00-0018). K6, k6a, k7, k8 leak test passed after replacement. Functional tests passed according to factory specifications .machine returned to customer for clinical use .the defective components were received for further investigation. Patient information unknown. The fat installed the part into cs300 test fixture serial number (B)(6) and tested the part to factory specifications per procedure number (B)(4) revision e and the cs300 service manual part number 0070-00-0689 rev w. Ran the k6, k6a, k7, k8 leak test and passed. Fat could not replicate the reported failure of this part. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit failed k6, k6a, k7, k8 leak test failed during preventive maintenance.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit failed k6, k6a, k7, k8 leak test failed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.